Event description:
Pt here for an aminocentesis. The ob ultrasound machine was unable to power on. The main ultrasound machine from radiology brought to ob but the technician, doctor, cnm, and staff were unable to run the machine. The pt was walked across the street to the doctor's office with the equipment needed for the procedure. Registered nurse accompanied the pt at their request. The procedure was completed without difficulty at that time. The pt and nurse returned to the hosp for pt monitoring.